Event description:
It was reported that an unspecified transmitter and sensor issue occurred. The patient's daughter stated that the patient was taken to the hospital because the transmitter and sensor were not working but the daughter could not remember what the exact issue was. The daughter checked a fingerstick blood glucose (bg) at home and said it was high, but she could not provide the exact value. The bg levels obtained in the hospital were 1000 mg/dl, 100 mg/dl, and 58, mg/dl. No specific symptoms were reported. The patient was given insulin. At the time of the report she had been in the hospital for four days but was feeling normal and expecting to be discharged that day or the next. Data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.